Event description:
Patient reported obtaining elevated blood glucose results for approximately 2 weeks. In 2007, patient reportedly obtained back-to-back blood glucose results of 166 mg/dl and 86 mg/dl on the advantage system. Patient did not modify therapy based on these results. The following day, patient reportedly sought treatment in a clinic. Patient reportedly measured blood glucose, using the advantage system, with a result of 168 mg/dl. One minute later, patient's blood glucose was retested on a physician's device with a result of 82 mg/dl. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant back-to-back results were obtained. The subsequent set of results (168 mg/dl and 82 mg/dl) was obtained in a clinic. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: meter, comfort curve test strip lot 549218 with expiration date 10/31/2007.

Manufacturer narrative:
The comfort curve test strips are the suspect device.